Event description:
Post market clinical study for chronos reported the following: a patient implanted in (B)(6) 2010 is experiencing severe discomfort in right lower lumbo-sacral region with persistent right-sided l5-s1 radiculitis. Reportedly patient likely has pseudarthrosis.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.